Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown exeter stem. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of left hip pain and x-rays revealed a broken stem. All components were revised.

Manufacturer narrative:
Reported event: an event regarding stem fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: ¿the exeter v40 stem fractured in fatigue from a single origin initiating from an abrasion on the surface of the stem from likely cement mantel break-down. No material or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿after fourteen years, four months in situ, loss of cement fixation of the proximal stem resulted in abrasion of the stem at the junction of the loose proximal and well-fixed distal portions. This served as the initiation point of the inevitable fatigue fracture. There was no evidence of manufacturing or material defects observed in the material analysis report.¿ device history review: review of the device history records indicates that all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the exeter stem fractured in fatigue as loss of cement fixation of the proximal stem resulted in abrasion of the stem at the junction of the loose proximal and well-fixed distal portions. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient complained of left hip pain and x-rays revealed a broken stem. All components were revised.